Event description:
It was reported that the artificial urinary sphincter (aus) cuff was no longer coaptating leading to incontinence. A replacement surgery was performed in which all components were removed and replaced. After the procedure, a leak caused by a hole at fold of cuff was found. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.